Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (rad iculopathies) and spinal pain. The patient reported that when he was first implanted, he was charging about every 21 days and he was having to charge the ins about every 15 days. It was reviewed that any increased adjustments would deplete the ins quicker and adaptive stimulation would also deplete the ins faster. No further complications were reported.